Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow on the arctic sun device. The user had a second arctic sun device in the patient but was still getting low flow. The nurse was using a bair hugger to bring up the patient temperature because the patient was too unstable to move to change arctic gel pad. The nurse did not want to do further troubleshooting. Ms&s asked to sent the both arctic sun devices to biomed (s/n (B)(6) and (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was low flow on the arctic sun device. The user had a second arctic sun device in the patient but was still getting low flow. The nurse was using a bair hugger to brought up the patient temperature because the patient was too unstable to move to change arctic gel pad. The nurse did not want to do further troubleshooting. Ms&s asked to sent the both arctic sun devices to biomed (s/n (B)(4)).